Manufacturer narrative:
The implantation and explantation dates were added. Please refer to the attached analysis report.

Event description:
Reportedly, during a replacement procedure, absence of atrial and ventricular pacing was observed, when connecting the leads to the subject pacemaker. After 15 minutes without pacing, the physician decided to replace the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure, absence of atrial and ventricular pacing was observed, when connecting the leads to the subject pacemaker. After 15 minutes without pacing, the physician decided to replace the pacemaker.